Event description:
A vari-lase brite tip kit was being used in a clinical procedure. Prior to treatment, the laser fiber was clipped to the patient's drape and activated. After 15-20 seconds, the nurse noticed that the fiber was releasing unintended energy. The laser was turned off and another fiber was used successfully. No patient impact was reported.